Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "string hanging out." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no related complaints identified. A system log review was performed and there were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. A review of the instrument logs for the 8mm mega suturecut instrument (470309-14/n10191011 0021) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. No images or videos of the event were provided for review. The complaint is being assessed as a reportable event due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the 8mm mega suturecut had a string hanging out. The procedure was completed with no reported injury.